Event description:
Boston scientific crm received information that this nurse called technical services (ts) reporting ventricular tachycardia (vt) episodes stored which are not true vt. The nurse reports these typically occur at night. The nurse was questioning loss of capture and sent in strips for ts review. Ts reviewed the strips and suspects ventricular loss of capture as the atrial channel looks clean. Ts discussed further with the nurse to try and determine origin. The nurse reports the patient had a myocardial infarction one year ago and outputs were then increased very high. The nurse stated the patient has their own underlying rhythm so, no adverse patient effects occurred. Ts discussed this is likely intermittent loss of ventricular capture and recommended at the next device check, have the patient lie flat and observe real time to determine if this pattern is occurring. One month later, we received new information that this lead was surgically abandoned due to high thresholds. It was noted that a chest x-ray showed the lead's "heel" to be absent and the lead tip may be dislodged from optimum endocardial contact.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned.